Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding. Customer reported being unable to remove medication for a patient. The length of the delay to care was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding. Customer reported being unable to remove medication for a patient. The length of the delay to care was not disclosed. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). The investigation process for this complaint has not concluded. A supplemental report will be submitted after the investigation is completed.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, d4, d5, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-jul-2020 to 10- jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device unexpectedly stopped responding and went on bluescreen. A technical support specialist found that application crash and slowness was the reason for the issue. Attributed to macafee antivirus curtail allowed stations to not get bogged down and frozen. The system functioned as intended after the technical support specialist accessed the device.

Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding. Customer reported being unable to remove medication for a patient. The length of the delay to care was not disclosed. Patient or user harm was not reported.